Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had helium tank empty alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields-h6 medical device ¿ problem code.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11 corrected fields: h6 (medical device ¿ problem code) a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. No errors were found in the logs. The unit passed all functional and safety tests to factory specifications. The iabp was cleared for clinical use.

Event description:
N/a